Event description:
The customer reported to baxter (B)(4) of a buretrol solution set in which "the connector was malformed making unable to connect the set in the patient. He believes the defect was caused by heat in the moment of the packaging sealing." The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of the connector being malformed. The root cause of this condition may have been attributed to a defective component received from the supplier. No repairs were done as this is a single use only device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.